Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated liquid leakage. This occurred during use. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3/h6: one used device was returned for analysis. As received no damage or anomalies were observed. The tube luer bond junction of the returned cassette was leak tested using hydrostatic pressure pump. A leak was observed at the tube luer junction of the cassette during the ramp up. The luer tube bond was separated and the tube and bond pocket was inspected. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error. The device history record was unable to be reviewed as no lot number was provided.